Event description:
Husband passed away on (B)(6) 2016. He had an a209 emblem subcutaneous device installed in him. He went into a cardiac arrest on (B)(6) 2016, and the device failed to go off to save his life. It took 7 minutes before it provided therapy or the one shock it did give him. He had no oxygen to his brain and body and ultimately caused him to be brain dead. I called boston scientific in february of 2017 because at that time there was a class 2 on this same device. They never checked out the device and never reported nor did they research his death. The attorney I hired never went after them either? Boston scientific tried to blame another company's device for the reason the device never went off. Now in february 2021 there is a class 1 voluntary recall. The description of the recall is the for the exact same description of what happened to my husband. They are not listing my husband¿s model number because they know he died and most likely do not want to compensate me. I need help and justice served for my husband. Please help me. Thank you so much. FDA safety report ID # (B)(4).

Event description:
Additional information received from reporter on 11/8/2021 for report mw5105148.